Event description:
Procedure: urogynecological. According to the reporter: it was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced pain, disability, and impairment. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4).. Covidien is submitting this report on behalf of (B)(4), (importer).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4)

Event description:
Per additional information received, the patient has experienced defactory dysfunction, internal rectal prolapse, recurrent rectocele, erosion, extrusion, infection, unspecified urinary problems, unspecified bowel problems, recurrence, bleeding, dyspareunia, vaginal scarring, and required additional surgical interventions.